Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated that their stimulator is malfunctioning. Patient stated that they can't even turn their stimulation off without it shocking them from their tailbone to their feet. Patient said that this has been going on for the last 2 weeks. Patient mentioned the shocking hurts so bad and that they cannot stand on their feet due to the shocking. Agent instructed patient to connect to their therapy settings; patient was on group d at 0.0. Agent walked patient through adjusting the stimulation down to 0.0 and patient confirmed they don't feel the shocking. Patient instructed stimulation to 0..2 and patient mentioned they feel the shocking from their butt to their toes. Agent attempted to have patient switched groups but patient was insistent they tried all of the groups and that didn't make a dif ference. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.